Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study name: (B)(6) clinical study ID: (B)(4) clinical patient ID: (B)(6). It was reported that the patient experienced a vasovagal reaction. During an ablation procedure using a farawave pulsed field ablation catheter the patient experienced a vasovagal reaction. Temporary pacing was used to resolve the complication. The procedure was completed. The device is not expected to be returned for analysis.